Event description:
It was reported that an external fixation of the elbow was done on december 9, 2010 using a distal humerus plate. The external fixation had been made for two weeks and on (B)(6) 2010 the surgeon removed the external fixation. At that time, the surgeon found that the elbow was not stable and checked the patients elbow with xray and found that the plate was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the plate broke post-operation. This is report 1 of 1 for complaint (B)(4).